Event description:
Pt complained of nausea, dry heaves, chest tightening and dyspnea and increased back pain. She felt the urge to defecate and demanded to come off dialysis so that she could go to restroom. The pt was very anxious. The care tech (ptc) placed the machine in bypass and minimum ufr, called to the nurse and placed the machine in recirculation without giving saline or blood back tp pt. She was given a compazine 10mg orally with a sip of water by the nurse on the floor for nausea. The pct started the auto b/p and the pt was insistent that she be allowed to get up. Another staff person arrived and told her to wait until the b/p was completed. Her pressure was 167/87 and she was allowed to stand up. She remained very anxious, complaining loudly of her back hurting. She started to walk toward bathroom so the pct and the nurse walked with her. Her gait was steady and respirations's were unlabored. She did appear pale and looked ill. She was very nauseated but was not vomiting. Her only complaint at that time was the neede to defecate. The pct noticed that the blood appeared darker on the venous end of the dialyzer and discussed this with the gts rep who was here checking machines. The staff assisted her in sitting on the toilet and the pt asked for a plastic bag in case she needed to vomit. The nurse went to get the bag (about 10 feet away) and returned to find her falling backward on the toilet. She called for assistance and leaned the pt against her so that she would not fall. Staff person arrived again and connected normal saline (ns) to her fistula needle and gave her 300cc of ns. She was unconscious when staff person arrived. Almost immediately she started regaining consciousness and started attempting to talk. Again, her complaint was back pain. The pt had had a large watery stool. She lost consciousness almost immediately for the second time so the nurse and staff person lowered the pt to the floor and laid her supine. Staff person gave her another 200cc of saline and again she responded. This time she was more lucid than earlier and complained loudly of back pain and insisted on sitting up. Staff person asked the pct to bring oxygen and attempted to sit the pt after about 2 min. Her color was pale and she was mildly cyanotic around her mouth, she remained extremely anxious. She sat up for about 1 min and passed out again. She was laid on the floor and pct was directed to dial 911 and the other pct sent to go across the hall and get dr. Her respirations were becoming agonal and 100% o2 by ambu to assist her breathing, her airway was intact. Dr assessed pt and asked for a b/p. Staff could not get a b/p as her heart rate and pulse were rapidly failing dr started doing chest compressions and staff person continued to ventilate the pt with the ambu bag. Ems arrived within 1-2 mins of dr's arrival and she was intubated at 11:41. She was placed on a cardiac monitor and her heart rate was very slow (less than 40) and dropping. She was given epinephrine 1 mg IV push at 11:43 and her heart rate escalated to 105. She was loaded on a stretcher and taken to the hosp. The pct noted when she placed the pt in bypass that the dialysate pressure was 420 which is much higher than usual. The pt's venous pressure was 248 with a bfr of 350. The ultrafiltration rate was 1.4. She also noticed that the blood appeared darker on the venous end of the dialyzer and discussed this with the gts rep who was her checking machines. The nurse reported that when she initiated dialysis, there was a blood leak from the arterial end of the dialyzer (at the blood line connection port) which readily sealed when the connected was tightened.